Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer, cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (stained).in conclusion, customer concern for cosmetic damage confirmed during visual inspection where cracked battery tube case and cracked battery tube threads were noted. Retainer ring damage confirmed due to cracked retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kpk. The customer will discontinue using the device, and the customer response was that mmt-1780kpk.